Event description:
It was reported that 3 days after implantation of a 3.00 x 16mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, a thrombotic, type a, target lesion was located in the proximal left anterior descending (lad) artery. A pre-intervention stenosis of 80% was reported. A taxus 3.00 x 12mm was deployed in the lesion. Post-intervention results were reported as "no residual stenosis" and "distal flow was normal." The pt received heparin during the procedure. Following the procedure, the pt was placed on plavix and aspirin. It was reported that there were no complications following the procedure. The pt presented 3 days after the initial procedure with an acute mi and a thrombus that completely occluded the proximal segment of the lad. A thrombectomy was performed on the lesion using an angiojet and 3.0 x 18mm cypher stent was deployed in the lesion. Post-intervention results were reported as "no residual stenosis" and "distal flow was normal." An intra-aortic balloon pump was inserted to treat pulmonary edema. The pt was reported to have experienced no complications during the procedure.